Manufacturer narrative:
The device has not been received fro evaluation at this time. A supplemental report will be filed should the device become available for investigation. The sterilization and lot history records have been reviewed and found to be acceptable.

Event description:
The user facility in japan reported the port of the cutter did not close completely while cutting. Aspiration continued. The doctor replaced the cutter and completed the surgery. There was no pt injury reported.